Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 9 of 11: it was reported while using bd vacutainer® sst¿ blood collection tubes, one patient sample exhibited higher erroneous testosterone results when compared to non-gel red tube. Results using sst tubes were considered erroneous if they were 10% or higher than compared to the non-gel tubes. There was no health impact or consequences reported.